Event description:
Per the 's report, this patient's device was explanted in 2006 due to a skin flap infection. It was not reported to cochlear if the patient will be reimplanted.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling code.